Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 195-160 / lot 157504 a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 157504. Test base part number 1195-160 . The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 157504 showed that the complaint rate is (B)(4). The manufacturing batch record review (brr) revealed that the product met acceptance criteria for release, and review of complaints against the kit lot for the reported issue indicates that the product is performing according to the statements contained in the package insert and a product deficiency has not been identified. The customer confirmed that the instructions in the package insert were not followed correctly as the swab was not turned three times which is needed to mix the extraction reagent with the sample. The customer repeated the test and obtained the same negative test result. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be user related.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on direct tested nasal kitted swab and generated positive results. The customer reported that tma testing was used as confirmation testing was performed using a nasal sample and generated negative results. The customer reported a total of 11 test were performed and 3/4 were not pcr confirmation tested. The customer reported that the patient was symptomatic. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.